Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented several years ago (unknown date) with back pain possibly due to a ruptured aneurysm. A bypass was performed below the renal arteries and sewed onto the aneurx stent graft. Recently the stent graft may have become infected due to an unknown cause and the decision was made to explant it. The aneurysm was growing in size; however, it is unknown if there was an endoleak. The stent graft was replaced with an axillary bi-femoral graft. It was also reported that the patient passed away (exact date is unknown). No further information was provided.

Manufacturer narrative:
(B)(4), results: inherent risk of procedure (death, aneurysm rupture, infection, aneurysm enlargement), lack of information (unknown cause of aneurysm rupture, infection and death), conclusion: inherent risk of a procedure (death, aneurysm rupture, infection, aneurysm enlargement), lack of information (unknown cause of aneurysm rupture, infection and death).